Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results was 128 mg/dl and the lab result was 90 mg/dl. Tests were done within 5 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.